Event description:
The customer reported that the stenoscop system image darkened after a while. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. A screw was removed from the memory card. The system was tested and operates as intended.